Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer reported blood glucose level was in the 200-299 mg/dl range.